Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypoaesthesia ("arm / hand / feet and leg go numb"), was found to have weight decreased ("I am losing weight") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered hypoaesthesia, medical device removal, pregnancy with contraceptive device and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: previously added adverse event nos was replaced with hypoesthesia new events: weight decreased, medical device removal, pregnancy with contraceptive device, device ineffective were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypoaesthesia ("arm / hand / feet and leg go numb") and dysuria ("pee issue"), was found to have weight decreased ("I am losing weight") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, weight decreased, pregnancy with contraceptive device and dysuria outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered dysuria, hypoaesthesia, medical device removal, pregnancy with contraceptive device and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: pee issues. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypoaesthesia ("arm / hand / feet and leg go numb") and dysuria ("pee issue"), was found to have weight decreased ("I am losing weight") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, weight decreased, pregnancy with contraceptive device and dysuria outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered dysuria, hypoaesthesia, medical device removal, pregnancy with contraceptive device and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate of case (B)(4) which will be deleted from bayer safety database after all information was transferred to this case- (B)(4) which will be retained. New reporter were added. Event-pregnancy with contraceptive device make medically significant. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypoaesthesia ("arm / hand / feet and leg go numb"), was found to have weight decreased ("I am losing weight") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, weight decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered hypoaesthesia, medical device removal, pregnancy with contraceptive device and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.